Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the tip had been drilled and the cutter could not be inserted. Therefore, the reported condition was confirmed. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was determined that this was due to component damage caused by user error. The assignable root cause for the cutter not being inserted was due to worn bearings no longer in axial alignment from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled tip and was unable to insert the cutter. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.